Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14, d15 - intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was conducted and no damage was found. The grip tips did not exhibit any damage. Sql and dsp logs were reviewed and no failure was found. The instrument was tested in house and passed cut test and delivered energy without any issues. The root cause could not be traced to the instrument. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot # l90200809-0004) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on 07-dec-2020 via system serial# (B)(6) . There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Manufacturer narrative:
Isi has not yet received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend instrument fell off after energy activation. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the tip of the vessel sealer extend instrument fell off after energy activation. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the fragments were retrieved and confirmed through visual inspection. There was no additional procedure required to remove the fragment. The instrument was inspected prior to use. There was no damage or anything out of the ordinary. The instrument was in use for less than 1 minute prior to the breakage. The surgeon was grasping tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or video recording of the procedure was available for isi review.